Manufacturer narrative:
Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following : the patient underwent an initial left total hip arthroplasty due to osteoarthritis. Zimmer biomet components were implanted without complications. Subsequently, the patient underwent a revision procedure due to fluid collection around hip, pain, corrosion, elevated metal ions, and metallosis. The head and liner were replaced with new zimmer biomet devices without complications. A post revision follow up MRI demonstrated a large left iliopsoas bursitis and large postop fluid collection along the left greater trochanter of the hip. No other complications/findings related to the event were noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral stem porous, cat#: 00671000701, lot#: 61272888. Liner 10 degree elevated rim 3.5 mm offset 36 mm i.d. For use with 60 mm o.d. Shell, catalog#: 00631006036, lot#: 63964841. Bioloxâ® option, head, s, ã¸ 36/-3.0, taper 12/14, catalog#: 00877703601, lot#: 2909489. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02979, 0001822565 - 2020 - 02980.

Event description:
It was reported by legal the patient was indicated for a revision approximately 2 years post implantation due to a follow up MRI revealing large postoperative fluid. Attempts have been made and no further information has been provided.